Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿direct anterior versus posterolateral total hip replacement in the supine position" written by li yongwang, he rongli, zhang qian, an ming, qi hui, ma wenhai, song xingjian, sun junying, published by chinese journal of tissue engineering research, november 29, 2019 was reviewed. The articles purpose was to compare the clinical efficacy of the direct anterior approach in supine position and the posterolateral approach in supine position for total hip arthroplasty. Ninety patients (35 males and 55 females, aged 35-70 years) scheduled for unilateral primary total hip arthroplasty from april 2015 to april 2019 were included and divided into direct anterior approach group and posterolateral approach group by random number table. Postoperative follow-up was performed to assess the harris hip score, visual analogue score, quality of initial fixation of the prosthesis, and safety range of the acetabular cup. Adverse events noted in the study included. There were 2 cases of intraoperative great trochanteric fracture, 1 case of femoral lateral cutaneous nerve injury, 4 cases of femoral nerve injury, 20 cases of tensor fascia lata injury, blood transfusions 9, pain. There were no interventions listed for the adverse events listed above. The components used during this study included acetabular cup pinnacle, unknown liner, femoral head, corail stem.